Event description:
It was reported the switch remained in the "on" position and emitted smoke. The unit has not been returned to co for inspection and may not be. No deaths or injuries were reported. This report is being made to comply with regulatory letter 90-dt-12.